Manufacturer narrative:
Additional information was received that the lead broke while taking it out of the box and it was not implanted to the patient.

Event description:
A report was received that the patients lead was broken in an implant procedure.

Event description:
A report was received that the patients lead was broken in an implant procedure.